Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the pump alarms did operate as expected, however, the pump speaker had failed causing the pump to not alarm audibly. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump did not alarm as expected. They stated that it did not alarm audibly at all. Mmdg did follow up with the initial reporter who stated that there had been no adverse effects to the patient due to the complaint. No additional information was provided. [Complaint-(B)(4)].